Manufacturer narrative:
The insulin pump passed functional testing, including the displacement, prime, basic occlusion, occlusion, and no delivery tests.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's husband stated that prior to the event, the customer was vomiting and nauseated. The customer's husband also stated that the customer was no longer wearing the insulin pump. Nothing further was reported.